Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited potential inappropriate anti-tachycardia pacing (atp) and shocks. The arrhythmia was converted and this ICD remains in service. No additional adverse patient effects were reported.